Event description:
It was reported that during an infusion of mogamulizumab 76.4mg in 100ml of ns at a rate of 119.1ml/hour, the infusion began free flowing after the tubing was unclamped and the start button was pressed. The infusion was stopped and new secondary tubing and an infusion pump was obtained. The infusion was free flowing and stopped once more. The primary tubing was changed out and the infusion continued as expected. There was no reported patient impact. The event occurred at the harmony infusion center. The nurse later confirmed that it was a bad check valve failure and there was no malfunction with the device.

Manufacturer narrative:
Correction: based on new information provided, file is now deemed not reportable malfunction. Please cancel emdr. All information is captured in the disposal file number 2390157 - initial emdr MFR report #: 2243072-2021-00636. Device is no longer deemed reportable.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Admitting diagnosis: (B)(6). Although requested, relevant history, race, and ethnicity were not provided.

Event description:
It was reported that during an infusion of mogamulizumab 76.4mg in 100ml of ns at a rate of 119.1ml/hour, the infusion began free flowing after the tubing was unclamped and the start button was pressed. The infusion was stopped and new secondary tubing and an infusion pump was obtained. The infusion was free flowing and stopped once more. The primary tubing was changed out and the infusion continued as expected. There was no reported patient impact. Although requested, no additional information was provided.